Event description:
The following has been reported: not able to load cassette into pump to start drip. Removed cassette. Saw that cassette was not locked, patient received free flow still investigating, more details to come. Pump and cassette are sequestered in biomed a preliminary review of the logs identified the following issue: free flow infusion issue an active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The set was returned for evaluation. The administration set functioned during the complaint investigation as intended. Based on the complaint description and log file review, the event could not be reproduced.